Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a sudden increase in pacing impedances. Additionally, the pacing impedances are currently high out of range measuring 2363 ohms. The patient was brought into the clinic for evaluation and the health care professional re-programmed the device and changed the pacing vector to be lv tip. Technical services (ts) reviewed and suggested that the pacing vector lv tip may be causing the issue. Ts recommended to continue to monitor however, if noise is seen on the lv channel should consider changing pacing vector to lv ring. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported.